Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he received multiple sensor end alerts. Blood glucose level at the time of the incident was 426 mg/dl, which was treated with a bolus. Blood glucose level at the time of the call was 77 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.